Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Additionally, an accident or impact might have weakened the fixation of the electrode which led to electrode mobility. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
Hearing performance with the device has been affected. An incident of accident or trauma was not reported. The patient was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device has been affected. An incident of accident or trauma was not reported.